Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not store the high flow insufflation unit in a location exposed to direct sunlight, ultraviolet-rays, x-rays, radio activity or strong electromagnetic radiation (e.g., near microwave medical treatment equipment, short-wave medical treatment equipment, MRI equipment, or radio or cellular phones). Damage to the high flow insufflation unit may result. As a result of the investigation, it is believed that improperly handling and maintenance by the user caused the reported event to occur. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The main board had a unknown chemical on it and the legs were corroded by that chemical. This unknown liquid invaded inside the manifold unit, electro pneumatic proportional valve, 1st regulator unit, k-connector unit, and various tubes. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the out flow hose on the high flow insufflation unit was inadvertently filled with liquid during use. There was no patient harm or consequence reported as a result of this event.